Event description:
Edwards received information that ten (10) years, ten (10) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis and mild-to-moderate insufficiency. This patient was deemed high risk for a third operation given his bloodless surgery requirement (jehovah's witness) and low ejection fraction. A 23mm transcatheter valve was implanted and the patient was discharged two (2) days later.

Manufacturer narrative:
Device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.